Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. The event history log was unable to be reviewed as the product was not returned.

Manufacturer narrative:
The device is available for evaluation; however, has not been received.

Event description:
A reported incident involving microclave clear neutral connectors (possible lot 14860231) exhibited leakage at the line connection site, with more than 10 leaks in the last week. The event occurred during infusion. There was patient involvement with reported harm.